Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient, experienced drainage from the implant site. Subsequently, the patient was placed on oral and topical antibiotics and the issue reportedly resolved.